Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler)

Event description:
A report was received the patient will be explanted due to inadequate stimulation and instability in her legs. The patient reports the instability prevents her from standing for long periods of time. The physician believes the patient's symptoms are procedure related.

Manufacturer narrative:
Additional information was received that no further action will be taken, as the patient has elected to not undergo the explant.

Event description:
A report was received the patient will be explanted due to inadequate stimulation and instability in her legs. The patient reports the instability prevents her from standing for long periods of time. The physician believes the patient's symptoms are procedure related.